Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited infection with sepsis. A revision was performed and the s-ICD was explanted. There were no adverse patient effects reported.